Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contractures grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contractures grade iii.

Event description:
Healthcare professional reported "capsular contractures baker grade iii". "Any creases" were observed during surgery. This record is for the "left" side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture and crease/folding of implant was received on october 29, 2025, with lot number 1239481. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease/folding of implant: observed. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contractures baker grade iii". "Any creases" were observed during surgery. This record is for the "left" side. The device has been explanted.